Event description:
It was reported while using bd vacutainer® z (no additive) plus urine tube, an unspecified number of tubes are overfilling and contributing to contamination of their automated instrument via urine leakage. There was no health impact or consequences reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd did not receive any samples or photos for investigation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.